Event description:
It was reported that the patient presented in clinic for a follow up, and several non sustained lead noise episodes were observed. The nonsustained lead noise episodes were caused by a sensing latency between the near field and far field channels of short coupled premature ventricular contractions.. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.